Event description:
On (B)(6) 2012, the pt was implanted with one conformable gore tag thoracic endoprosthesis ((B)(4)) to treat a thoracic aortic aneurysm. On (B)(6) 2012, computed tomography angiogram revealed a proximal type I endoleak. On (B)(6) 2012, the pt was implanted with an add'l ctag to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Results - a review of the mfg records for the device verified that the lot met all pre-release specifications. Conclusions - per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to endoleak.